Manufacturer narrative:
Weight-race:unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/2.0/072 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6)2021 lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2021 the lens was exchanged for a longer length lens. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn and broken to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).